Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the pump powered on with the returned battery cap. There was a loss of prime warning with an unidentified low force observed in the black box history on (B)(6) 2014. The pump was exercised for 24 hours with no loss of prime or other prime related warnings duplicated. The force calibration check was within specifications with no evidence of contamination or cracked force sensor traces found when the pump case was removed. There was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 300 mg/dl with polydypsia associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump continued to emit loss of prime warnings despite changing the cartridge multiple times. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.